Manufacturer narrative:
Insulin pump received with protruded and loose drive support disk, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube. Insulin pump had compromised force sensor alarm during basic occlusion test and during occlusion test due to protruded and loose drive support disk. Unable to perform functional testing due to compromised force sensor alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer received a compromised force sensor system alarm, and insulin was squirting out during manual prime. Customer's blood glucose level at the time was unknown. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.